Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. An unapproved viscoelastic was used during the implant procedure. Additional information was requested on 02/22/2010, 02/23/2010, 03/01/2010, 03/12/2010, and 03/16/2010 by phone, fax, and mail. A completed questionnaire was received on 03/15/2010. (B) (4)

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she sees a crescent shaped fluid filled "something" that moves around and interferes with her vision. The consumer stated that inside the crescent shape are black dots. The consumer also reported that she is on her fourth pair of glasses and she still has blurry vision. The consumer reported, she sees better in brighter light. The consumer reported that she has been using artificial tears, although she was told she did not have dry eyes. The surgeon reported that consumer had a yag capsulotomy for posterior capsule opacification. The surgeon reported, the consumer did have mild dry eyes. An unapproved viscoelastic was used during the implant procedure.